Event description:
Subsequent to the initial report filed, additional information received: the physician didn't see this as a problem with the second proglide device but rather felt he had misjudged the pictures of the calcified common femoral artery.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported suture came out was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the foot was opened prior to rotation of the device and femoral angiogram results noted calcification was present at the access site. It should be noted that the perclose proglide instructions for use states: rotate the device approximately 30 degrees towards the patients left side. Position the device at a 45-degree angle. Deploy the foot by lifting the lever on top of the handle. The IFU also states: perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The investigation determined the reported difficulties appear to be related to user error. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The proglide device was rotated with the foot open. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional proglide device is being filed under a separate medwatch report.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery was attempted with two proglide devices, using a pre-close technique, via a 6f sheath prior to a popliteal aneurysm procedure. The suture of the first proglide device was successfully preplaced. Reportedly, the foot of the second proglide device was opened before rotating the device into position. The suture was deployed. The popliteal aneurysm procedure was completed. During suture tightening, the suture came out with a piece of plaque. Surgery was performed to assess the condition of the vessel. The vessel was very narrow and a thromboendarterectomy was performed to open- up the vessel. Hemostasis was achieved surgically. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.